Event description:
Patient went to cath lab for left heart catheterization left ventricular, selective left and right coronary angiography followed by placement of taxus drug eluting stent in mid right coronary artery. At the end of the stent, it appeared that the lesion was not quite completely covered. Needed deep intubation of guiding catheter. While advancing the wire for placement of a second stent distally, it was noted that there was perforation in the proximal right coronary artery, followed by tamponade, recurrent ventricular fibrillation and placement of a jomed covered stent. Patient expired.